Event description:
The surgeon implanted an aa4203tf toric silicone lens. The lens haptic bent during insertion into the eye. The incision was enlarged to remove the lens. No pt injury. The iol injection cartridge and iol injector, model and lot numbers were unknown.